Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. While troubleshooting, the fse left the uninterruptible power source (ups) in bypass mode and a power meter was left on the input phases to the system determine if there were any drops in the input phase. It was determined that the issue occurred either due to a drop in one or more of the phase voltages or conflicting information being fed back into the power control module by the ups. A defective cable was also found with the fm-pim so an alternate cable was used and functionality was re-established. The fse configured network details for the dose watch and gave the hospital physics service access so that they could perform testing on their own and continue to monitor the issue. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no power to the unit when the fse was checking the system. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.